Manufacturer narrative:
The pump passed the displacement test. Pump error 63 alarm noted during self test and confirmed in the formatted history file due to broken trace at keypad assembly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm. Customer was clear the alarm and finish process. Customer stated that the alarm was reoccurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.